Event description:
Initial (01-mar-2024): this serious case reported via telephone refers to a 62-year-old female consumer with an allergy to penicillin and sulfa drugs. Medical history and concomitant medications ar1719513-2024-00082e were not reported. On an unreported date a consumer used theratears sterilid antimicrobial eyelid cleanser for ocular rosacea and sclerites once, and experienced a burned cornea, blistering to the inner eye, red eye and eyelids, skin peeling around eyes, and cloudy vision. Consumer was advised to return the product for quality investigation and send in medical records, b1719513-2024-00082ut has yet to do so. This case outcome is not recovered/not resolved. Meddra version 26.1 expectedness: unexpected thermal burns of eye: unexpected retinal disorder: unexpected ocular hyperaemia: expected erythema of eyelid: unexpected eyelid exfoliation: unexpected vision blurred: expected according to the company reference safety information